Event description:
It was reported that during a sigmoidectomy procedure that an error occurred and the device would not activate. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the max hand control switc assembly buttons were non-functional. Complaint is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.